Manufacturer narrative:
The synchroseal instrument was transferred to the clinical development engineering (cde) team. Fae was able to confirm initial failure analysis (fa) findings. During advanced fa, the instruments were tested on porcine tissue by the cde, and no issues were found with the cut function. The instrument transected the tissue normally. Per the cde analysis summary: in each seal cycle, transection was performed to the cut boundary labeled on the instrument jaws. Consistently, a small portion of tissue at the very distal end of the seal remained intact following a seal cycle, though this was beyond the cut boundary. This behavior is expected with many vessel sealing devices. At no point during the procedures did the instrument¿s cut performance impact the ability to perform safe and effective surgical tasks.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer experienced a cutting issue on the synchroseal instrument. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis (fa). The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed seal test successfully. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Additional findings not related to customer reported complaint: the instrument was found to have the jaw cover torn. The tears measured roughly .1605" x .0875". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. Root cause attributed to the use conditions. Visual inspection found a piece of cut electrode broken. The cut electrode piece was out of place. There was no material missing. Root cause is attributed to use conditions.